Event description:
Three days after treatment with juvederm ultra in the upper and bottom lips, and bilateral marionette lines, the pt presented with swelling, redness and a nodule-like formation at the injection sites. The pt was treated with topical and oral arnica and is receiving treatments with a beauty tek microcurrent device in order to hasten relief from symptoms and to reduce the possibility of permanent damage to the pt's skin. Further f/u from the physician notes that the pt was also treated with benadryl, and the swelling and redness have resolved.

Manufacturer narrative:
.